Event description:
Patient states that her problems started in 2007. "My intestines would come outside of the muscle wall and I would have to push it back in and this is very painful, this would happened several times a day." Patient states that she went back to dr and was informed that she needed a repeat surgery; and is taking pain meds.